Event description:
While patient was on the table, the trios table system began shaking or "sputtering" uncontrollably. The sputtering was excessive enough during this latest episode that the team in the room thought the patient may fall off the table. Sputtering occured intermittently until it got to 39 inches and up when it became its worst.

Manufacturer narrative:
Per the information obtained from investigation and device evaluation, an intermittent pausing of the table column after 36" along with low voltage of the batteries was observed. After performing the column calibration and battery re-charge, the reported issue of "sputtering" or "shaking" was not observed/reproduced. Potentiometer, batteries and power cord were replaced by the manufacturer following the incident.

Event description:
While patient was on the table, the trios table system began shaking or "sputtering" uncontrollably. The sputtering was excessive enough during this latest episode that the team in the room thought the patient may fall off the table. Sputtering occured intermittently until it got to 39 inches and up when it became its worst.